Event description:
Rptr c/o mental stress, financial problems, constant pain in both legs, and daily pain in middle of back. Battery stimulator in back is a bit problem. Rptr is unable to walk more than 1/2 mile at a time. He has had several trips to treating physician with no results. Put off numbness in left leg. Therapy was not ordered by physician. Rptr requested therapy but it did not help. Device has not been explanted.